Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that patient received l4-5 fusion for structural repair of degenerative spine on may (B)(6) 2017. The manufacturer was not informed of this surgery. During the may 15th fusion catheter was cut and the pump was emptied of drug and filled with saline and placed on minimum rate. The hcp thought the catheter was cut as it was in the working area of the fusion. Per the hcp, the hcp made no attempt to repair, salvage or other wise avoid the catheter. No issues were reported to the manufacturer and was not invited to attend the surgery. The hcp had not repaired the catheter yet due to insurance approval issues. Patient had been managed on oral medications and did not have much interest in repairing the catheter. The hcp was still working with the insurance companies and the patient to decide if the catheter should/could be repaired and get approval to do so. Patient was (B)(6) lbs at the time of the event. The hcp would not release detailed medical history to the rep. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient had back surgery and it was reported in the surgical report that the catheter was severed in surgery. Patient said the pump stopped functioning after this event and patient had not been using the pump since. Patient was not sure if the pump was shut off after this event. After the back surgery, the patient anticipated getting more relief and noted that the back surgery was "pain related". No further complications were reported.